Event description:
When I woke up this morning I noticed that my right breast was smaller than the other. Upon assessing and feeling the area, I noticed that my implant ruptured. Ref report: mw5148010.